Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue. The cutting cannula of the device allegedly did not come out. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for evaluation. During visual evaluation, the device appeared to have residue throughout the outer housing and was received half primed with the top slide pulled back. Functional testing was not performed, due to the condition of the sample received. Therefore, the investigation is determined to be inconclusive for the reported failure to fire as functional testing was not performed. A definitive root cause for the reported failure to fire issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 09/2025), g3, h2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025), g3 . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly did not fire. It was further reported that the cutting cannula of the device allegedly did not come out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly did not fire. It was further reported that the cutting cannula of the device allegedly did not come out. The procedure was completed using another device. There was no reported patient injury.